Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when huberplus was punctured into the patient's arm and was flushed after blood return could be confirmed, saline solution leaked near the collar of the needle housing. There was no reported patient injury.

Event description:
It was reported that when huberplus was punctured into the patient's arm and was flushed after blood return could be confirmed, saline solution leaked near the collar of the needle housing. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 22ga x 0.75¿ huber plus safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks; however, during hydraulic pressurization of the sample, the needle detached from the extension tubing. Tactile inspection of the sample did not reveal noticeable tensile weakness. Microscopic inspection of the sample did not reveal damage or other evidence of mishandling. The lack of tensile weakness or mechanical damage/deformation suggested that the device was not mishandled. The bond between the needle and the tubing appeared to fail during normal usage conditions, indicating that the bond was not properly formed during device manufacture. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. Reynosa evaluation: complaint due to ¿leakage near the collar of the needle housing¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual and, functional testing performed at vad lab the following was concluded: a lack of adhesive fillet between tubing and needle was found. This condition was caused during manufacturing process and it could be contributed with the original reported event. Therefore, the cause of this condition is manufacturing related. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.